Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the common iliac arteries (cia) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed four ruby coils in the target vessel using the lantern. While advancing the next ruby coil through the lantern, the physician pushed and withdrew the ruby coil several times for repositioning; subsequently, the lantern was displaced from the target vessel. The physician then decided to retract the ruby coil, and upon retraction, the ruby coil unintentionally detached at the hub of the lantern; therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out. The procedure was completed using another coil and the same lantern. There was no report of an adverse effect to the patient.